Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
From "fitting problem" to "activation problem". (B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual evaluation was conducted. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal fully extended outside the tube. Upon observation there was a space observed between the plunger spring and the tension spring located in the delivery tube indicating the seal was not loading properly. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Blood was visible on the delivery device, loading device, delivery tube and the seal. The seal was observed to be completely intact with no signs of crack/delamination. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure ¿activation failure; seal; unable to deploy¿ was unable to be confirmed but confirmed for analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal failed (did not deploy). A replacement device was used to complete the procedure. The hospital did not report any patient effects.